Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred and the insulin gauge was inaccurate. Additionally, the customer reported that the pump did not deliver insulin as intended. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided by the customer. Reportedly the customer declined troubleshooting with tandem technical support (cts). Pump data was not available for cts to perform a review to determine a possible cause.